Manufacturer narrative:
The investigation of the electronic log file confirms the user's report: twice during the procedure in question the ventilator detected a wrong motor position and forced an autonomous shutdown of automatic ventilation. The monitoring functions remain available in such situation and the user can continue with patient support in manual ventilation mode. Reportedly this worked as intended for the particular case; no patient consequences have occurred. The motor had been replaced and assembled in a specific test stand in the manufacturer's lab. It turned out that motor rotation couldn¿t be started w/o applying additional mechanical forces to the spindle. This indicates an abraded collector disc to be the root cause of the reported symptom. The device had been in use for 12.500 operating hours since 2007 and, a malfunction due to wear and tear after such period can be considered acceptable. In fact, breakdown during operation is a rather rare case; an unsteadily running motor will normally be detected during service or pre use check when the motor does not start. Repair exchange has fully solved the device problem.

Event description:
Please refer to initial MFR. Report no. 9611500-2016-00064.

Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported.

Event description:
It was reported that during a case, automatic ventilation stopped working and the machine alarmed for 'vent fail'. The user reported that after switching vent modes, automatic ventilation was restored and continued to work for about 2 hours before the ma.